Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture. The patient did not experience any asystole. As a result, the ra lead was explanted and replaced. During the lead extraction of the ra lead it was noted the right ventricular (rv) lead was damaged. The physical damage was on the lead conductor. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.